Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set cracked. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the sample was received for evaluation. A visual inspection with the naked eye noted a crack on the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of crack was verified, however, the crack was located on the light blue main body of the twist clamp rather than on the female connector. The cause of the condition could not be determined. A potential cause is if the device was exposed to chemical agents such as hydrogen peroxide alcohol, or bleach, as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.